Manufacturer narrative:
(B)(4). Results: endoleak. Irregularly shaped and calcified aortic neck. Conclusion: irregularly shaped and calcified aortic neck.

Event description:
Additional information was received for this case. The patient returned for a 3 month follow-up and echo showed the proximal type I endoleak has resolved.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter abdominal aortic aneurysm approximately three weeks ago. The patient had a 47 mm in diameter approximately four years ago and no treatment was done. Currently the proximal aortic neck measures 20-28 mm in diameter and 10 mm in length. The left common iliac artery is 12 mm in diameter and the right common iliac artery is 15 mm in diameter. The right external iliac artery is 6 mm in diameter and the left external iliac artery is 8 mm in diameter. The neck angle is 60 degree. The aortic neck is irregularly-sized and severely calcified. It was reported that intra-operatively a proximal type I endoleak was observed on the final angiogram. An endurant aortic cuff 323249 was implanted followed by touch-up with another manufacturer's balloon in an attempt to resolve the endoleak; however, the endoleak did not completely resolve. There was small endoleak into the aneurysm sac. The physician decided to monitor the patient. The likely cause of the endoleak is the irregularly shaped proximal aortic neck. No additional clinical sequelae were reported.